Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 16 photos were provided by the customer for investigation. The photos were reviewed and several tubes with different fill levels were observed. Through photo evaluation alone, it is not possible to assess the condition of the tubes, therefore, 10 retention samples from bd inventory were inspected and draw tested. The retain samples were drawn within specification limits and no physical defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a low draw during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This occurred on 13 separate occasions with lot# 9260566 , however, the patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tube vacuum failure occurs at the time of sample collection. Tube drain failure reported by customer.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260566. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-09-17. Medical device lot #: 9260580. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-09-17. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low draw during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This occurred on 13 separate occasions with lot# 9260566 , however, the patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tube vacuum failure occurs at the time of sample collection. Tube drain failure reported by customer.